Event description:
It was reported that the patient experienced dryness and 'tiny' shocking sensations in his mouth five days prior to the report. It was stated that the patient got 'a burst of something' and that the symptoms went away on it's own 'eventually.' It was noted that the patient felt these symptoms when he would first turn the stimulation on. The patient reportedly had another 'episode' the morning of the report, which made the patient 'uncomfortable and weak.' It was noted that the patient had muscle issues 'anyway,' but when the symptoms happened the patient got 'weaker.' It was stated that the symptoms began following a replacement as well as reprogramming. The patient reportedly had 'good' tremor control with his therapy. It was reported later that there was a shocking or jolting sensation. It was indicated that there was no known accident or related incident. The patient reportedly met with doctor on (B)(6) 2012, but was unable to find an error and impedance measurements were 'normal.' It was indicated that the symptoms could not be recreated. It was noted that the patient experienced a 'shock' that 'disappeared about a half a minute later' when he turned on the device. It was stated that the patient programmer said the device was 'on and ok,' and did not show any error messages. The patient reportedly experienced 'tingling' on the tongue and dry mouth within the last week of this report and felt 'like he was getting zapped.' It was stated that after turning the device off for a half hour and turning it back on, the sensation was still there and 'didn't dissipate after 30 seconds' so the device was turned off. It was stated that the patient 'went for 12 years without turning the device off.' The tissue at the pocket site reportedly looked 'normal' and did not have swelling or bumps. Additionally information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2001, product type lead; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot# j0101977v, implanted: (B)(6) 2001, product type lead. (B)(4).